Event description:
Report received of a tubing "rupturing" while the device was in clinical use. The patient was in the telemetry unit receiving lidocaine at 30ml/hour via an acclaim encore pump. At an unspecified time into the therapy, the patient's bed linens were noted to be wet. Reportedly, the distal tubing approximately 2-3 inches above the distal clave port was noted to have "ruptured". There were no pump alarms. It was unknown how much fluid was lost. The patient reportedly did not experience any bleedback or blood loss. The patient's IV access remained patent. The IV tubing was discarded and the infusion was continued with a new tubing set. Though requested, there was no additional information available.